Manufacturer narrative:
Your facility provided samples to aid in our quality engineer's investigation. Visual examination of the returned samples identified that 3 samples were received activated (2 without the end cap and 1 with a loose end cap). As a result, bd was able to verify the reported issue. A device history record was reviewed for batch/lot 0328213 and no non-conformances were noted during the manufacturing of this lot. The root cause is attributed to the equipment station for the end cap placement unto the applicator body. Corrective actions were initiated which led to bd conducting a voluntary recall on certain lots of the chloraprep hi-lite orange 26 ml applicator. Bd has confirmed that some of the product, which included this lot, had an applicator end cap that was improperly secured during the manufacturing process which resulted in broken glass dropping out of the applicator. Your facility should have received a recall notification for this failure, and it also attached to this email. Please ensure that your facility completes the customer response form associated with the recall and follows the directions provided. Bd recognizes that customers place their trust in our products, and we strive to exceed the expectations of every customer. Your feedback is essential to our mission to improve the productivity and safety of health care globally. H3 other text : see narrative below.

Event description:
It was reported that the back end of the applicator came off and the glass vial fell out and shattered on the floor. Verbatim: please be advised that the lot number associated with the chloraprep (ref# 930815) is 0328213. We have now encountered 3 separate instances where the back of the applicator has exploded off and shot the glass vial to the floor, breaking into multiple pieces. We have pulled all chlorapreps with this lot number out of circulation, as they are an obvious safety concern.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that the back end of the applicator came off and the glass vial fell out and shattered on the floor. Verbatim: please be advised that the lot number associated with the chloraprep (ref# (B)(4)) is 0328213. We have now encountered 3 separate instances where the back of the applicator has exploded off and shot the glass vial to the floor, breaking into multiple pieces. We have pulled all chlorapreps with this lot number out of circulation, as they are an obvious safety concern.